Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of a rotapro console. The device was visually examined, and it showed no damage. Functional analysis done by completing the rotapro manual final testing of the console. The 'knob would not change the speed' could not be duplicated/replicated during functional testing and no other fault conditions were identified during testing. Inspection of the remainder of the device, revealed no damage or irregularities.

Event description:
It was reported the speed could not be adjusted and the procedure was cancelled. A rotapro console was selected for use in the procedure. When the speed was attempted to be adjusted at the start of the procedure, it was noted the knob would not change the speed. The console was turned off and on, and the gas tank was checked, with no resolution. The procedure was cancelled.

Event description:
It was reported the speed could not be adjusted and the procedure was cancelled. A rotapro console was selected for use in the procedure. When the speed was attempted to be adjusted at the start of the procedure, it was noted the knob would not change the speed. The console was turned off and on, and the gas tank was checked, with no resolution. The procedure was cancelled.